Event description:
The initial reporter received a questionable ureal urea/bun result for one patient sample tested on the cobas 8000 c702 module. The initial result was auto-released and the patient sample was rerun 30 minutes later. The initial result was 0.02 mmol/l which was auto-released as lesser than 0.05 mmol/l. The repeat result was 15.86 mmol/l. The reagent lot number is 608149 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The field service engineer noted that the gear pump head needed to be replaced. He inspected the sample probe and noted that one of the probes was not cleaned properly. He then replaced both sample probes. He also performed position adjustments. He replaced the gear pump head, adjusted the pressure and the rinse level. The customer performed qc and precision tests with acceptable results. The reaction monitor of the initial result showed that no sample was pipetted. The reaction monitor of the repeat result did not indicate any issues. The calibration performed on (B)(6) 2022 did not indicate any issues. The alarm trace from 11-jul-2022 to 13-jul-2022 showed "low pressure in the vacuum tank 2", "sample shortage (sample aspirate)", "sample short reagent disk a reagent", "short sample foam detection", "abnormal aspiration (sample probe)" and "sample clot detection" alarms. The patient sample had fibrin and clots. The reagent meets specifications. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.